Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain') and autoimmune thyroiditis ('autoimmune disorder, type of disorder: hashimoto thyroiditis') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmatory test". The patient's medical history included digestion impaired, lithotripsy, supraventricular tachycardia, cervical dysplasia, splenic lesion, uterine bleeding, pseudocyst, amenorrhea, dysfunctional uterine bleeding, forgetfulness, ureteroscopy, pyelonephritis, pregnancy, sleep apnea, cephalgia, endometriosis, nausea, vomiting, diarrhea and weight loss. Previously administered products included for an unreported indication: mirena and imitrex. Concurrent conditions included pneumothorax, spleen disorder, kidney stone, pleurisy, body mass index normal, migraine and headache. Concomitant products included docusate sodium (colace), eszopiclone (lunesta), fluoxetine hydrochloride (prozac), gabapentin (neurontin), levonorgestrel (mirena), levothyroxine, lorazepam (ativan), oxycodone hydrochloride;paracetamol (percocet), phenytoin sodium (dilantin d.a.), quetiapine fumarate (seroquel), rizatriptan benzoate (maxalt), sumatriptan succinate (imitrex df) and trazodone. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menstrual disorder ("hormonal changes describe: menstrual"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding"), urticaria ("rashes or skin conditions type: random hives"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), increased tendency to bruise ("blood or heart disorder/condition type: easily bruised"), nausea ("nausea / severe nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced food allergy ("allergic or hypersensitivity reaction type: food") and anaemia macrocytic ("other injury (ies) or complication(s) please describe: macro anemia"). In 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain/loss (specify which one): gain"). In 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), alopecia ("hair loss"), vomiting ("vomiting") and diarrhoea ("diarrhea"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In 2016, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2018, the patient experienced spinal pain ("other injury (ies) or complication(s) please describe: cervical tenderness") and uterine cervical pain ("cervical tenderness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain, knees pain, right hip pain, elbows pain, shoulder pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain on the right side") and dyspepsia ("digestive disorder nos"). The patient was treated with surgery (removal of essure (anticipated or scheduled date: (B)(6) 2019)). Essure was removed on 3(B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the autoimmune thyroiditis, menstrual disorder, food allergy, urticaria, increased tendency to bruise, nausea, irritable bowel syndrome, ovarian cyst, anaemia macrocytic, spinal pain, alopecia, fatigue, vomiting, diarrhoea, weight increased, arthralgia, back pain, abdominal pain, dyspepsia and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia macrocytic, arthralgia, autoimmune thyroiditis, back pain, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, food allergy, increased tendency to bruise, irritable bowel syndrome, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, spinal pain, urinary tract disorder, urticaria, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: anticipated or scheduled date for essure removal was on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: plaintiff fact sheet received. Reporter information updated. Essure stop date updated. Outcome of events vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge changed from "unknown" to "recovere/resolved" events: cervical tenderness were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain') and autoimmune thyroiditis ('autoimmune disorder, type of disorder: hashimoto thyroiditis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmatory test". The patient's medical history included digestion impaired. Previously administered products included for an unreported indication: mirena. Concurrent conditions included pneumothorax, spleen disorder nos, kidney stone and pleurisy. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menstrual disorder ("hormonal changes describe: menstrual"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("rashes or skin conditions type: random hives"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), increased tendency to bruise ("blood or heart disorder/condition type: easily bruised"), nausea ("nausea / severe nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced food allergy ("allergic or hypersensitivity reaction type: food") and anaemia macrocytic ("macro anemia"). In 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), alopecia ("hair loss"), vomiting ("vomiting") and diarrhoea ("diarrhea"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In 2016, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2018, the patient experienced spinal pain ("cervical tenderness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain, knees pain, right hip pain, elbows pain, shoulder pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain on the right side") and dyspepsia ("digestive disorder nos"). The patient was treated with surgery (removal of essure (anticipated or scheduled date: (B)(6) 2019)). At the time of the report, the pelvic pain, autoimmune thyroiditis, menstrual disorder, vaginal haemorrhage, menorrhagia, food allergy, urticaria, bladder disorder, urinary tract disorder, increased tendency to bruise, nausea, dyspareunia, vaginal discharge, irritable bowel syndrome, ovarian cyst, anaemia macrocytic, spinal pain, alopecia, fatigue, vomiting, diarrhoea, weight increased, arthralgia, back pain, abdominal pain and dyspepsia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia macrocytic, arthralgia, autoimmune thyroiditis, back pain, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, food allergy, increased tendency to bruise, irritable bowel syndrome, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, spinal pain, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: anticipated or scheduled date for essure removal was on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs and mr received. Reporters information updated. Event: injury to herself were updated to hormonal changes describe: menstrual. New events:abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: food, autoimmune disorder, type of disorder: hashimoto thyroiditis, rashes or skin conditions type: random hives, bladder or urinary problems or changes, blood or heart disorder/condition type: easily bruised, nausea,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, gastrointestinal or digestive system condition type: ibs, other injury(ies) or complication please describe: ovarian cyst; macro anemia; cervical tenderness, hair loss, fatigue, vomiting, diarrhea, weight gain ,joint pain, knees pain, right hip, elbows, shoulder pain, lower back pain,pelvic pain , abdominal pain on right,digestive disorder,did not undergo confirmatory test. Were added. Medical history were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.